Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups) and viewing station pcba were replaced to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. The parts have not been received by the manufacturer for evaluation. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the issue was not related to software. Analysis found that the software functioned as designed.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system booted into stand alone mode. The system displayed "an error has occurred that may have damaged the systems integrity". No patient present.

Manufacturer narrative:
Correction: parts have been received by manufacturer but results are not available yet.

Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode. Disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pcba was returned to the manufacturer for analysis. Analysis found that when the power board was installed in an imaging system, the system readied, charged and communicated normally. Imaging was successful. No fault found.